Event description:
A physician reported that he performed an uneventful novasure endometrial ablation on (B) (6) 2010. Within 48 hours post-operatively, the pt was reported to have pain as well as a "fever, uterine tenderness and bleeding". The pt is a carrier of group b streptococcus and was placed on oral antibiotics to which she responded "well" but continued to have intermittent bleeding. An MRI and ultrasound were performed which indicated a "thickening of the endometrial lining to 17mm". The pt's bleeding resolved and a second ultrasound indicated an "endometrial thickness of 5.5mm".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review and sterile lot record review could not be conducted for the disposable device as a lot and serial numbers were not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant information is received, a supplemental medwatch will be filed. According to the instructions for use (IFU), other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B) (4).